Event description:
It was reported that undersensing and missing electrocardiograms (egms) was observed on the device. Abbott technical support reviewed the event and alleged the undersensing resulted in the missing egms. The event was resolved without intervention. The patient was in stable condition and will continue to be monitored.